Manufacturer narrative:
This report is submitted on july 18, 2022.

Event description:
Per the clinic, the patient experienced soft tissue infection and was treated with oral and IV antibiotics (specific date and duration not reported). Subsequently, the patient underwent a revision surgery to repair the skin flap (date not reported); however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2022 and the patient will be reimplanted once the site has healed.

Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia during the surgery on (B)(6) 2022. This report is submitted on august 01, 2022.